Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. X-ray imaging revealed migration of the right s1 lead and diagnostics revealed high impedances on the right l1 lead. As a result, surgical intervention may be undertaken in the future.